Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A sentrant sheath was used as an accessory device in the implantation of a heart valve in a patient. It was reported that during the index procedure, it was said this was a routine patient with moderately kinked femoral artery vessels. After pre dilatation of the vessel with a 18 f sheath, which went very smoothly, the physician failed to be able to insert the heart valve's delivery system (d-evprop34) . It stuck in the femoral vessel. The first attempt was inserted with an non mdt guidewire, the second attempt was performed with another non mdt stiff wire. Afterwards the physician decided to use a 22 f sentrant sheath which was easy to insert in the femoral artery. Afterwards the same issue occurred. The delivery system of the heart valve stuck in the middle of the sheath and it was not able to insert it through the sheath to the patient annulus. After several attempts with enormous pressure, the physician was able to implant the evolutr 34mm successfully. As per the physician the cause of the event can not be determined. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Product analysis conclusion; the reported insertion/blockage issues could not be confirmed on the films provided; therefore, the cause of the event could not be determined. Lack of procedural angiogram showing attempts to insert the heart valve through the sheath were not provided. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. A device issue cannot be ruled out as a potential cause. However, the sheath was discarded and a product investigation could not be performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.